Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this device's longevity had increased from one and a half years to four years remaining. This change in longevity was seen in the time span of one year. The patient was scheduled for a three month follow-up, at which time the device was checked again and the longevity read three years remaining. According to the field the patient will continue to be monitored and the device remains in service. No adverse patient effects were reported.